Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. The patient is doing well postoperatively. The explanted was unable to be returned due to hospital policies.